Event description:
It was reported that during a stenting treatment procedure, a stent entrapment occurred. The lesion being treated was located in the bifurcated left circumflex (lcx) artery. The lesion was predilated with an unknown balloon. The physician implanted a 2.5x24mm promus element plus stent. When the physician attempted to place a 2.25x12mm promus element plus stent in the obtuse marginal branch (om), the stent became stuck on the proximal portion of the previously implanted 2.5x24mm stent. The stent could not be advanced or withdrawn. The stent was implanted proximal to the intended lesion location. The stent was overlapped by two additional stents, which were post dilated with an unknown balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).